Event description:
A medtronic representative reported that, while in a cranial procedure, the site's radiolucent arm had a broken bolt. The bolt broke at the beginning of a surgery. No further details regarding the damage, or how it occurred, were provided. A second arm was brought in to enable the surgeon to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. Application testing on synergy cranial and synergy spine software passed. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported there was no affect to the patient. The arm simply broke during set-up while the surgeon was attempting to securely fasten the arm. The delay came from the waiting of the neighboring hospital to send a replacement arm down for our procedure. No parts have been received by manufacturer for analysis. No further issues have been reported.